Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer. The pump passed the active current measurement, sleep current measurement and self test.

Event description:
The customer reported via phone call that their the ring has come out. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.